Manufacturer narrative:
Additional information: e1(event site: (B)(6)). It was being reported that during use the cs100 intra aortic balloon pump (iabp) had an issue regarding the "balloon does not open intermittently". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that the "iabp machine can be used normally". No symptoms such as those reported by the customer were found which are:- hours meter: 2,622 hours, exp hours: 1,919 hours, exp date:11/6/22 , exp battery: 11/6/23 then the fse had further checked the entire system of the iabp machine which was working normally. Then the fse had further tested the machine and it can be used but there are expired parts as follows:- assy,safety disk,english expires after 1,000 hours or 2years, battery, sealed lead acid 12v for iabp deteriorates and expires in 3 years. The company will provide a quotation for spare parts later. There is an involvement of the patient during this incident.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) balloon does not open intermittently. There were no injuries or death reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
Updated fields: h6 (investigation findings, component codes and investigation conclusions). A getinge field service engineer (fse) evaluated the unit and confirmed iabp machine can be used normally. No symptoms as reported by the customer. The safety disk and battery was expired. Fse replaced the safety disk and battery. Fse checked all systems of iabp machine and confirmed it was normal.